Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a right hepatectomy procedure, on the second firing of the device while firing a white cartridge across the portal vein, the staple line did not form at the distal end creating a one centimeter opening. The surgeon controlled the bleeding manually and closed the vessel using suture. Another like device was used to complete the remainder of the procedure. The patient lost one hundred milliliters of blood and did not require a transfusion. The patient is reportedly doing fine.

Manufacturer narrative:
(B)(4). Additional information: batch # m53p7v. Non-conforming instrument. The analysis results found that the tvc55 instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload had the swing tab in the locked position, and fully fired. Further analysis of the device showed that knife was out of the knife block, not allowing the device to functional as intended. No functional test was performed due to the condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.